Event description:
Event description guidant received information that the patient with this implantable pacemaker (ipm) was in the ER with symptoms from ventricular loss of capture. The local sales representative programmed the device to a higher output and capture was regained.